Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a hair was found in the sterile packaging of a taxus express2 3.0x20mm drug eluting stent. The procedure was completed with another taxus stent, same size. The stent never entered the body and no pt complications occurred.